Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error during its operation. The pod communicated during the download process. The pod was successfully paired to a personal diabetes manager (pdm) and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. As treatment, a new pod was placed. The device was originally reported for a communication error occurring during operation.